Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 4968-25 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a loss of capture and the battery was near elective replacement indicator (eri). The ipg battery impedance was high. The left ventricular (lv) lead exhibited high impedance, increased thresholds and a loss of capture. The ipg was explanted and replaced, which resolved the lead issues. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. Analysis of the device memory indicated the battery impedance trend was rising. If information is provided in the future, a supplemental report will be issued.